Event description:
The customer reported a malfunction of the back-up alarm. No patient involvement reported.

Manufacturer narrative:
The cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the (B)(4) diagnostic code.